Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in the clinic for a routine follow-up. The right ventricular lead exhibited oversensing. The lead was capped and replaced.